Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, abbott point of care (apoc) was contacted by a customer regarding analyzers that became very hot to touch when placed in the downloader/recharger ((B)(4)). The analyzers wer using rechargeable batteries at the time of the event. The product (drc) was replaced at no charge and returning for investigation along with its cable and power supply. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-2012: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment. There are no injuries associated with this event.

Manufacturer narrative:
(B)(4). The investigation was completed on 09/01/2016. The cause of the customer complaint was due to an electronic component failure.

Event description:
Na.